Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during the laparoscopic assisted total gastrectomy, after fired, found the staples malformed. Suture was used to sew the wound. There were no adverse consequences to the patient.